Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional information was requested, and the following was obtained: on which firing of device did issue occur? No further information is available. Please describe cleaning technique between firings. What specific vessel was the device being fired on? The blood vessel at a3 on the left lung. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? No further information is available. Were the tips of device visible during firing? No further information is available. How was procedure completed after converting to open? No further information is available. No further information will be provided.

Event description:
It was reported that during a thoracoscopic left upper lobectomy, the blood vessel was pushed forward and it was uncut at the firing although the jaws clamped the blood vessel properly. Bleeding occurred. The amount of the bleeding was unknown. No blood transfusion was required. The procedure was converted to an open procedure to stop bleeding and complete the case.